Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient had an explant and replacement performed on (B)(6) 2017 in the left eye due to refractive error / intraocular complication. The tecnis symfony toric intraocular lens (iol), model zxt375 17.0 diopters, was explanted and replaced with model zxt150 19.5 diopters. Patient is doing well and there was no incision enlargement, vitrectomy, or sutures done. No additional information provided.